Event description:
It was reported that during ventilation, the anesthesia system alarmed for high airway pressure. There is no information whether a patient was connected to the anesthesia workstation at the time of the event. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact peron: (B)(4). The company service engineer investigated the anesthesia workstation at the hospital and concluded that a loose screw inside the n2o gas module caused the reported issues. It was reported that after tightening loose screw, the reported issues were solved. The anesthesia workstation passed all tests and was returned to clinical use. Our conclusion into this matter is that the reported issues were caused by a faulty n2o gas module.

Event description:
Manufacturer's ref #: (B)(4).